Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that flex vision computer during tech max (software) upgradation. 2 flex vision pcs are there one have an error and another needs to be upgraded. Upon troubleshooting, fse suspected that the tech max upgrade flex vision pc was defective. To resolve the issue, fse replaced the defective flex vision pc. Fse sent the fibre optic cable to customer. After replacing flex vision pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an error with the flexvision computer, which could prevent the system booting. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.